Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a migrating pulse wire cutting into lead 1 and 2 wires. A root cause investigation determined that the cause was a migrating pulse wire. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.